Manufacturer narrative:
Information received from phone conversation with physician on (B)(6) 2012.

Event description:
On (B)(6) 2012, it was reported to boston scientific corporation that there were no post operative complications with the patient. No additional information is available.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system on (B)(6) 2011. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown.